Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was hospitalized due to low blood glucose level. Customer blood glucose level was unknown at time of hospitalization. Customer current blood glucose was 6.2 mmol/l. Customer father reported that customer blood glucose level went low and ended up being unconscious and was taken to the hospital. Customer was treated with glucagon. It was unknown that auto mode feature was active or not at time of event. No further patient complication were reported. Insulin pump will not be return for analysis.